Event description:
Pt. Stated her pump broke on her last infusion from (B)(6) 2022 but didn¿t call report. She said didn¿t get her full dose of the hizentra infusion. Pt states she doesn't know how much medication she infused because she said it leaked and when she took the syringe out to put in a new syringe the drive wouldn't move back. Md does not want to make up dose and patient to continue as normal. Product lot number, serial number of pump or expiration date provided. Pump return box was set up to get pump back to pharmacy and new pump being sent to pt. No additional information available. No side effect reported from defective pump. Pump used to infuse hizentra at above dose and frequency. Reported to (B)(6) by: health professional.